Event description:
When the nurse was preparing to attach the tubing to administer avastin the spinning spiros adapter began to leak drops of saline used to prime the line. She estimates about 10 drops of saline leaked onto her gloved hand. This is estimated to be less than 1 ml of saline. There was no leak or contact on the patient. She locked the tubing flow and returned the medication to pharmacy. She also cleaned the spill with (B)(6) spray. Pharmacy replaced the tubing and the medication was administered without any further leaking. It was observed by pharmacy that the leak originated from a faulty spinning spiros adapter. This is the first time a leak has been observed by either of us.